Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver not powering on. Functional tests were not performed due to the receiver not powering on. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver not powering on after charging. The receiver battery was replaced with a good known battery and the receiver powered on. An attempt to download the receiver log with a good known battery was performed and failed as the usb connector made to communication. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D4: model/ unique identifier (UDI) number - correction h2: correction.

Event description:
Subsequent to the initial MDR, corrections are required.